Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had keypad anomaly. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with bolus. The customer states the up and down buttons are delayed. The customer declined troubleshoot for high blood glucose. To discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.